Event description:
The table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was positioning the table top. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found misadjusted optical sensor flag that deactivated the locks. The fe adjusted the sensor flag and verified that the table locks were performing according to specifications.